Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A DHR review was not performed as this device has been serviced before/serviced multiple times. A review of the previous service was performed. The previous service had no abnormalities noted that could have been attributed to the failures in this complaint. Based on the results of the investigation, the root cause of error code was the faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was able to be confirmed. The device was inspected and tested. During the device evaluation it was observed that the error code was found in the error log multiple times to the printed circuit board (pkrf) being damaged. The device was missing four (4) mounting feet and missing down socket cover. Also, the left handle was broken, the core of the transformer on the pkrf board was broken, the connector of pkrf board was damaged and all snaps hold sprf board broken as well. The current software is v3.03. The unit housing had multiple minor scratches. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the gyrus generator displayed an e200 ref 54 error code, during preparation for use. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed a faulty/damaged printed circuit board. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.